Event description:
Pt received syringe 1/2ml 5/16 inch insulin needles with his delivery of zomacton. Pt also uses the inject ease device which his father states the needles are too short therefore not compatible with the device. The pt still has a few syringes left and will not miss any doses. Pharmacy will end out new syringes to accommodate the inject-ease device.